Event description:
It was reported that the user experienced fluctuating blood glucose attributed to missed meal announcements while using the ilet system and subsequently discontinued pump use per healthcare provider guidance, with consideration for a factory reset after a scheduled procedure. Symptoms included severe hypoglycemia to a reported glucose of 39 mg/dl followed by hyperglycemia of 272 mg/dl after treatment with oral carbohydrate while the user was asleep and did not recall symptoms. Outcomes included transient impairment requiring self-treatment only, with no hospitalization. Investigation included user interview and review of device alerts related to oral glucose use. Investigation of this case revealed user-related operational factors, specifically missed meal announcements while on ilet, as the likely contributor to glycemic variability. It was concluded that the event was consistent with user handling and use-pattern factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.